Event description:
It was reported that during a matrix procedure at l4-s1, the surgeon was implanting the screw and the threads on the holding sleeve (03.632.036) peeled off. The peeled threads were retrieved and the surgeon used another holding sleeve. The surgeon was completing final tightening and the tip of the star drive shaft (03.632.072) became bent and broke. The broken fragment was retrieved. The surgeon then used another screwdriver to complete the procedure with no further problems. No adverse effect to the patient was reported. The consultant reported that the surgeon was not over-tightening. The surgeon noticed the stardrive was broken. Event #1 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The manufacturing evaluation visual inspection report stated that the first two full threads are broken off the tip and the broken threads were not returned. The tip could not be threaded into a new matrix screw. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The damage is consistent with that noted in previous complaints and the evaluations of those have noted the condition of the threads indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to the assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits. The breakage is due to this condition and a CAPA created on the matrix holding sleeves, part numbers 03.632.001 & 03.632.036, to address further issues. The condition appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. This condition was addressed on a CAPA and is valid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)